Event description:
This senior medical surveillance specialist spoke with the pt/layperson on 4/01/09 regarding the previous month complaint that his onetouch ultra2 meter result was inaccurately high compared to the emt's, who treated him with IV fluids. The customer care advocate replaced the meter and test strips. This specialist clarified and obtained info. The pt does not recall the date or time of the event. Two months earlier, the pt became unconscious. He believes he had felt fine up to then having tested his blood glucose at some point before. "It [result] was fine." The pt does not recall specifics between that test and the symptom. The patient's wife called emt due to his symptom. After emt tested on their unknown brand meter (35 mg/dl), and before they treated with IV glucose, not fluid as originally reported, the patient's wife performed a test on his meter (89 mg/dl). Because of the variance between the results, emt advised him to obtain a new meter. The pt was transported to the ER where he stayed for four hours. He does not know what, if any treatment, tests, or blood glucose tests were performed. After the event, the pt purchased another meter, the reason he did not call immediately. Because, the pt was treated for hypoglycemia and loss of consciousness (a symptom that meets the criteria for serious injury) after reportedly obtaining a normal blood glucose result earlier, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.